Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A site clinical applications specialist reported an anterior capsule tear at the conclusion of phaco emulsification and prior to irrigation and aspiration. The tear was located opposite of the incision at the three o`clock hour. The tear did not wrap around to the posterior side. The planned intraocular lens was implanted and no additional intervention was required. The surgeon feels the laser contributed to the tear.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).